Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had six surgeries ¿to try and get things right¿ including the implant date (B)(6) 2011. The fourth surgery occurred on (B)(6) 2012. It was indicated that the patient ¿may not¿ recall all the surgery dates and that his wife has his paperwork. Refer to manufacturer reports 3004209178201102968 (including the supplemental reports) for events pertaining to the implant/second surgery/third surgery. The dates and details of the other surgeries were not reported. It was noted that the last time the patient spoke to a manufacturer¿s representative was in 2012. No symptoms or further information regarding this event were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.